Event description:
It was reported that during use of the pump, the user experienced system error 6 alarms and low static ram battery. The pt was transferred to another pump without any complications.